Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found the lead lobes distorted and the slits are in a spiral condition. A portion of the lead is protruding out between the distal set of lobes. The outer tubing is kinked/buckled and there is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during the implant attempt, because the lead protrudes at the distal end between the wings, it was not possible to push the lead any longer. The lead was not used. There were no patient complications reported as a result of this event.